Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc201400/9437286 UDI (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported computed tomography images (date unknown), revealed there is a proximal type I endoleak with aneurysm sac enlargement. There is also enlargement of the left common iliac artery aneurysm (treated area) and a distal type I endoleak (previously implanted pxc201400/9437286). Possible reintervention on (B)(6) 2018.

Event description:
On (B)(6) 2011, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported computed tomography images dated (B)(6) 2018, revealed there is a proximal type I endoleak with aneurysm sac enlargement. There is also enlargement of the left common iliac artery aneurysm (treated area) and a distal type I endoleak (previously implanted pxc201400/9437286). The physician reintervened on (B)(6) 2018, and three additional devices were implanted (ceb231210a/17637894, pla360400/15075132, and plc231000/17837814). The endoleak was resolved and the patient tolerated the reintervention.

Manufacturer narrative:
Addition d11: patient medications: amiodarone, aspirin, carvedilol, clopidogrel, coreg, coumadin, levothyroxine, nitroglycerin, rosuvastatin.